Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and found a battery operations anomaly. The fse replaced the battery and ran functional and operational tests with positive results.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) only works on mains power, the battery does not hold a charge. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.